Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted. It was reported to technical services on (B)(6) 2012 that the patient was shocked 2 times due to noise on this lead. The lead impedances varied from 434 to 798 ohms in one day. Technical services suggested to test additional isometrics and if can reproduce the noise, then measure the impedance during noise. Caller could not reproduce the noise with isometrics again. Patient rolled around in bed also and could not reproduce the noise. Coughing does not reproduce the noise. Pocket manipulation did not reproduce the noise. Laying on stomach did not reproduce the noise. No known emi near patient at time of episodes. Ts suggested to discuss results with md. Although cannot reproduce, it is likely to occur again and increasing the duration which is sometimes tried will not guarantee that therapy is avoided next time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).